Event description:
It was reported that during a lap donor nephrectomy procedure, the stapler fired malformed staples. They completed the procedure with clip applier. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.